Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. During lead revision, it was found that the helix failed to extend and retract. The rv lead was explanted and replaced. The patient was discharged.